Event description:
It was reported after using bd vacutainer® lithium heparin (lh) blood collection tubes an unspecified number of samples exhibited clotting after refrigeration. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® lithium heparin (lh) blood collection tubes an unspecified number of samples exhibited clotting after refrigeration. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-oct-2024. Investigation summary: bd received five (5) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for clotting was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of clotting was not observed. Complaints for sample quality are under statistical control for the month of september 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.